Manufacturer narrative:
Other, other text: one photo and one sample were returned for analysis. No defects could be seen in the photo and no discrepancies found on the sample. The returned sample was inflated using a syringe and was submerged under water to detect any leak. No leakage was detected; the complaint was not confirmed. No action taken was performed since the complaint was not confirmed.

Manufacturer narrative:
(B)(6). Device evaluation in progress.

Event description:
It was reported that the portex endotracheal tube was intubated into the patient, the cuff gradually deflated and the cuff's air pressure could not be maintained. The operator suspected that there was a tear, or a pinhole in the cuff. No patient injury or complications were reported in relation to this event.